Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The reported complaint of a defective device was verified and confirmed. The following repair activities were performed: defective cpu board replaced. Pneumatic circuit checked. Accessories checked. Unit cleaned. Unit calibrated newly. Functional and electrical safety tests were performed. It was noted that there were minor physical damages to the surface of the device causing no interference with the device function. Per the input check report, the heat sink pad was loose and the device was said to restart intermittently. The root cause of the reported complaint can thus be attributed to the defective cpu board. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on june 28, 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that their fms vue pump had an article defect.